Event description:
After the client finished his tanning session in a tanning bed of a (B)(6) the client had dropped his goggles and fell under the bed. When laying in the bed one side of it rotates up and down for the client's session. The client got out early (session was over but side arm was still moving down) and once he got out he reached under the arm (while it was still going down) and it apparently pinned his arm under the bed. Everything on the bed worked properly and the bed shut off like it was supposed to or it would have torn the guy's arm off. The arm was super heavy so we turned the bed back on to raise the bed. The client admits that it was stupid on his part and a mistake. (B)(6) has all of the incident reports from the staff member on duty, the manager and myself the owner. I just talked with the client again today on (B)(6) 2010 and says that everything is going to be fine. He had some feeling in his arm that went away but it was coming back. Everything has worked properly before and after and (B)(6) has never had an incident in 5 years of business. Approximate age of device: 7 years old. Device not evaluated by manufacturer. Works good and has forever. Device manufacture date: feb 2003. It seems fine, we were just told to report incident. Customer thought it would be good to put a sign up so that seemed like a good idea and I will do that.